Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of "chest pain" and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of asthma, chest pain and wheezing. The patient reported visiting a general physician to alleviate the reported symptoms. The patient reported being prescribed steroids to alleviate the patients asthma. The treatment was discontinued on (B)(6) 2017 and is currently getting better. The treating doctor did not consider the event was serious or life threatening to the patient.